Manufacturer narrative:
(B)(4). Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the tactisys log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported embolic event and subsequent cva was unable to be confirmed and remains unknown. Per the IFU, embolism and cerebrovascular incident are a known risk with the use of this device.

Event description:
Related manufacturing reference: 9680001-2016-00073. During an ablation procedure, a cerebral vascular accident occurred. During ablation at 50w, impedance would rise abruptly after approximately 10-20 seconds and the ablation tip appeared to move on ensite. The ampere generator indicated an alarm for high impedance. A second catheter was obtained, the power was decreased from 50w to 30w and the catheter was removed multiple times in order to observe the ablation catheter tip for char/coagulum. The catheter was removed to straighten the tip to see if this would help with impedance and/or check for possible cable connection issues. An MRI was performed which revealed an embolism. The patient experienced a cva due to an embolic event causing temporary left sided paralysis and visual field impairment. The patient was ambulatory at discharge.